Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A specific issue was not stated on this back to stock unit. Upon triage on 29-mar-2018 the service tech found the unit powers on and has a backlight but the display is blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of a blank screen. Upon triage of the unit, the failure investigation team could not confirm the finding of blank screen. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.